Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Functional test was performed indicating no blockage in the lumen. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. This report is being filed to correct the b5: describe event or problem.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to the whisper wire would not advance while inside the body. The lead was never in service. No adverse patient effects reported.. It was reported that this left ventricular (lv) lead was not successfully implanted due to the whisper wire would not advance while inside the body. The lead was never in service. No adverse patient effects reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to the whisper wire would not advance while inside the body. The lead was never in service. No adverse patient effects reported.